Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an emergent follow-up after a procedure using a farawave pulsed field ablation catheter the patient experienced a recurrence of atrial fibrillation. The patient was initiated on dofetilide and hospitalized for the standard of care to start the medication. Diagnostic tests performed included electrograms (ECG), transesophageal echocardiography (tee), and laboratory blood tests for basic metabolic panel (bmp), complete blood count (cbc), magnesium, and glomerular filtration rate (gfr). The complication resolved and the patient was discharged. The device is not expected to be returned for analysis. Pf 106 advantage af clinical study, subject ID: (B)(6).

Event description:
It was reported that the patient experienced a recurrence of atrial fibrillation. During an emergent follow-up after a procedure using a farawave pulsed field ablation catheter the patient experienced a recurrence of atrial fibrillation. The patient was initiated on dofetilide and hospitalized for the standard of care to start the medication. Diagnostic tests performed included electrograms (ECG), transesophageal echocardiography (tee), and laboratory blood tests for basic metabolic panel (bmp), complete blood count (cbc), magnesium, and glomerular filtration rate (gfr). The complication resolved and the patient was discharged. The device is not expected to be returned for analysis. Pf 106 advantage af clinical study, subject ID: (B)(6).

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. The catheter was returned with a guidewire still inserted. The catheter was deployed to basket and flower successfully. Flushing was then tested through the irrigation line, and flushing was functional in all deployment states. Subsequently, the device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully in basket and flower state, and no abnormalities or errors were observed during testing. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed. However, the catheter failed the continuity test with crosstalk on spline 1 and failed the 0.5kv hipot test from pin 1 to pin 6. The catheter was dissected to inspect the lead wires for any potential damage that could have led to the electrical failure during continuity and hipot testing. No visual damage was found.

Manufacturer narrative:
Additional information was provided in section d4 lot number and section d8 device avail for evaluation and d9 returned to manufacturer date.

Event description:
It was reported that during an emergent follow-up after a procedure using a farawave pulsed field ablation catheter the patient experienced a recurrence of atrial fibrillation. The patient was initiated on dofetilide and hospitalized for the standard of care to start the medication. Diagnostic tests performed included electrograms (ECG), transesophageal echocardiography (tee), and laboratory blood tests for basic metabolic panel (bmp), complete blood count (cbc), magnesium, and glomerular filtration rate (gfr). The complication resolved and the patient was discharged. The device was received for analysis. Pf 106 advantage af clinical study, subject ID: (B)(4).